Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found a problem with the frame grabber card in the flexvision pc. The fse replaced the flexvision pc and hard disk, reinstalled the software, and confirmed the system is functioning normally. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at the countdown timer. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.